Manufacturer narrative:
The company representative reviewed the iabp fault log and found: fault: code 43 "iabp (6809) datasette not compatible with front comm hc11" (no details recorded) alarms: two iabp disconnected on (B)(6) 2013 at 13:14:19 and 13:47:57. One no trigger on (B)(6) 2013 at 14:05:52. The company representative could not reproduce the reported problem. He noted the helium tank gauge (1611 psi); checked the pneumatic performance service diagnostics, performed functional tests and electrical safety tests and verified that the iabp met factory specifications. (B)(4).

Event description:
The customer reported that while in use on a patient the iabp posted "iabp not sensing trigger." The customer replaced the iabp and continued therapy. The customer observed a fiber optic sensor error in the replaced iabp fault journal.